Event description:
It was reported that patient had experienced an increase in seizures. The patient's device was disabled as a result. These seizures were noted to be pseudo seizures. No other relevant information has been received to date.